Manufacturer narrative:
On (B)(6) 2017. Follow up: customer reported performing the load process per labeling and did not encounter fill estimate issue. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced multiple, intermittent inaccurate insulin gauge estimates. After the most recent event, the customer reloaded the same cartridge and insulin gauge estimate was accurate. There was no adverse impact to the customer¿s blood glucose. During troubleshooting with tandem technical support, it was identified that customer was not following the proper load sequence per labeling.